Event description:
Additional information received indicates that a chest x-ray was performed and a suspected insulation issue was identified.

Event description:
Boston scientific received information that this right ventricular (rv) exhibited noise and low shock lead impedance measurement. This rv lead was also reported to deliver inappropriate shock. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not available for return as this lead was broken into segments during explant and the physician did not keep it. This lead was discarded in the facility. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was requested and this product was expected to be returned. This investigation will be updated should further information be provided.